Event description:
A malfunction was reported by the customer, identified by a malfunction code labeled as malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on how to reset the pump, as the customer had not attempted to reset it before contacting support. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. The customer was also advised to reach out again if any further issues occurred, which they acknowledged.